Event description:
It was reported that during implantation, the pump sucked in a thrombus from the left ventricle. When the pump was started up, priming and flushing in the water bath, there was initially no measurable flow, despite normal pulsatility index (pi) and power values being present. The modular cable was disconnected, and reconnected, a flow of approximately 1 l/min was displayed, while power and pi parameters remained unremarkable. During the implant procedure the pump was connected to the apical cuff and aorta per standard procedure, however, when ramping the pump to greater than 5000 rotations per minute (rpm), only a low flow of less than 1.5l could be achieved. The pump was disconnected and again tested in a water bath. The displayed flow was recorded below the expected values, however, the power consumption was noted to be elevated. Thrombus inside the inflow cannula was considered as a possible cause of the issue., and after investigation, thrombotic material was retried from the pump. The pump was flushed again in the water bath and ramped up to 6000 rpm, and pump behavior appeared adequate, as a result, the pump was reconnected to the sewing ring was subsequent anastomosis to the aorta. When the pump was started to about 4300 rpm, the displayed flow was 0 lpm and no jet could be detected at the inflow cannula on echocardiogram. The pump was exchanged.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of an ingested thrombus within the volute of the pump cover. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition likely would have contributed to the reported low flow events captured in the submitted and retrieved log files. The submitted and retrieved system controller and left ventricular assist device (lvad) log files captured relevant events from the reported implant and event date of (B)(6) 2025. The files captured the pump¿s estimated flow typically remaining below 2 liters per minute (lpm) for the majority of the reported event date. The estimated flow ultimately decreased to and remained at 0 lpm, which is consistent with the reported events and the ingested thrombus identified through this evaluation. No other notable events or alarms were captured. (B)(6) was returned with the pump cable fully intact and a plastic cap covering the inline connector. The modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. Upon disassembly of the returned device, evaluation of the interior of the pump cover revealed a red, tissue-like deposition in the pump volute. This deposition was not adhered to the pump surface, suggesting that it did not form in the pump cover. This thrombus would have obstructed a significant portion of the blood flow path if it was ingested through the inflow cannula and rotor, contributing to the low flow events observed in the submitted and retrieved log files. A specific origin of the thrombus could not conclusively be determined through this evaluation. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump cover deposition was sent for histopathology analysis. Per the analysis, the morphologic pattern is consistent with an early stage, remodeling, mural thrombus. The tapered morphology along with the mostly smooth, unbroken blood contact surface are consistent with an upstream thrombus that was ingested by the pump, with no evidence of active thrombogenesis at the impact site. Clinical correlation is recommended. Examination of the remaining blood-contacting surfaces revealed no other evidence of developed depositions or thrombus that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, this section also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency." Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that there were no changes to patient condition, anticoagulation, or pump parameters which could have contributed to this event, and the procedure was performed in normal settings. It was noted there was no patient consequence due to this event, the pump was replaced, and procedure continued uneventfully.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.